Manufacturer narrative:
This follow-up report is to provide the brand name, model number, catalog number, and PMA number for the reported device. The investigation is in progress. All information reasonably known as of 18 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
One used sample was returned for evaluation. The tube was discolored with foreign substance on the exterior. The sample was returned in two pieces. Under 50x magnification, a split/tearing was noted at the 31cm mark. At this point, the tubing appeared to have expanded to a balloon shape which then burst axially, causing a separation from the distal end of the device. On both pieces of the sample, dried matter build up was present. Root cause was determined to most likely be an inappropriate use issue as the device was used for the correct purpose, but it was likely not sufficiently cleaned. All information reasonably known as of 06 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 28 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "a 8frx43 inch feeding tube ruptured inside of a patient while the care team was trying clear the tube." Additional information received on (B)(6) 2019 indicated the tube "burst and broke apart." "Clog zapper used, flow improved." The half of tube that was in the patient's stomach was retrieved manually. The issue was resolved by a gi [gastrointestinal] scope. "Patient tolerated scope, second half removed in one piece." It was reported there was no known effect to patient.